Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, it was observed that the stent moved on the balloon. The physician removed the 4.00x28mm liberte bare metal stent from the protective tube and noticed that the stent had moved on the balloon. The physician did not use the stent and there was no pt contact. The procedure was successfully completed with another of the same device. The pt condition is reported as good.